Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-8550bc bone saw proximal end broke off shaver "sounded like it melted off". Case involvement, device broke during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. The reported device was not returned for investigation. No pictures were provided. However, per the event description is concluded that the most likely cause(s) of this type of event include the device had been bent by applying excessive force when prying and/or leveraging it (side-loading). The torque produced might have caused the plastic hub, the interface with the motor rotating parts, to deform and break. This characterizes misuse.